Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they went to health care professional as they were experiencing high blood glucose level. Blood glucose level was unknown. Customer had issue with infusion set cannula because scar tissue was formed. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.